Event description:
It was reported that hpn217 was programmed to infuse over sixty (60) minutes, however infused in fifty-nine (59) minutes. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that hpn217 was programmed to infuse over sixty (60) minutes, however infused in fifty-nine (59) minutes. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion was not confirmed during the review of the log or during laboratory testing. Laboratory test results showed that during syringe module volume detection accuracy, the syringe module was observed to be within +/-2% of the actual volume. Per bd design requirements, the volume read is within the baseline requirements for syringe volume accuracy. Alaris system maintenance results indicate that that the syringe module is performing as designed and passes all accuracy measurements. A log review was performed with the limited information contained in the syringe module event log. The syringe module event log does not contain keypress information, drug information, volume infused and programming parameters outside of rate and volume to be infused (vtbi). A review of syringe module error log showed no errors on the reported incident date. Infusions were not recorded on the day of the reported event. The log table analysis on december 03, 2024, at 3:28 pm, when the first infusion was performed the day of the reported event with a 50ml syringe and a rate of 24ml/h. At 3:29 pm the unit was selected with a 50ml bd syringe and a volume of 23.4156ml. Then, an infusion was programmed with a rate of 24ml/h and a vtbi of 23.1156ml. The expected duration was 58min. At 4:27 pm the infusion was completed. There were no other infusions recorded with the parameters of the reported event. The event log recorded infusion duration was within its programmed duration. The alaris system user manual v12.1.2 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: ¿ use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). ¿ program the flow rate equal to or above the minimum recommended flow rate for the syringe (see bd alaris¿ syringe module flow rate and bolus volume by syringe size on page 588). ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an over infusion of hpn217 was not determined. The incident device was fully evaluated based on the provided details, and no issues or anomalies were observed regarding the reported issue.